Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump alarmed pump error 63 during the self test, was received with the same audio volume when switching from level 1 to 5, and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had audio issue. Customer¿s blood glucose was 99 mg/dl. The customer was assisted with troubleshooting. Customer states they were disconnected from previous and states their insulin pump failed audio check and needs the insulin pump to be replace. Customer states the audio check was competed on the insulin pump and it failed. The device will be returned for analysis.